Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40 mm supera peripheral self-expanding stent system was used and did not meet any resistance during advancement. The stent was implanted without any issues; however, the physician did not lock the handle and the tip of the device separated when pulling the device through the introducer sheath during removal. Therefore, the tip was removed via a snare device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. It should be noted that the supera peripheral stent system (sess) instructions for use, states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined the reported tip separation appears to be related to user error. In this case, based on the reported information the sess was not locked prior to retraction causing the tip to get caught or interact with the sheath resulting in the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.